Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09640. During an implant procedure, a high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was removed from the device header and inserted again. After re-inserting the rv lead, the set screw was tightened, but the torque did not trigger. As a result, the physician attempted to remove the set screw from the device header, but the set screw was unable to be removed. Subsequently, the rv lead was attempted to be pulled out of the device header, but was also unable to be removed. The device and rv lead were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to remove the lead from the header, causing the lead to be destroyed, was confirmed. However, the reported event of high lead pacing impedance was not confirmed. As received, a partial lead was returned in one piece without the connector pin for analysis. Visual inspection of the lead revealed the inner coil was pulled through the connector region. The cause of the reported event of the failure to remove the lead from the header, causing the lead to be destroyed, was consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.